Manufacturer narrative:
Terumo has obtained the actual device and visual inspection confirmed that there was a considerable amount of fluid in the bottom housing of the centrifugal pump. Performance test also confirmed that the unit leaked. A review of the complaint filed did not confirm that there have been previous reports for this lot. All available info has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiovascular bypass surgery, during priming, the seal was broken and there was a considerable amount of fluid in the back of the magnet on the centrifugal pump. The product was changed out. The surgery was completed successfully. There was no harm to pt.